Manufacturer narrative:
There is no indication service was dispatched for this event. Testing at beckman coulter customer product line support (cpls) lab confirmed a positive result for toxoplasma gondii antibody (igg) for the pt's sample provided. Heterophile testing demonstrated the presence of interfering substances. It is conclusive the customer's results are falsely elevated due to interfering substances in the pt sample. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the pt sample. Pts who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in pt samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of pts suspected of having these antibodies. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable events. All related medwatch reports: 2122870-2011-05337, 05348, 05349 and 05350.

Event description:
The affiliate reported the customer alleged false positive toxoplasma gondii antibody (igg) result, for one pt, involving access 2 immunoassay system. This is report number two of four. The result did not correlate with alternate test methodologies, which produced negative results. The erroneous result was released out of the lab. There has been no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc. With the pt's sample for further analysis.